Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint rt212 breathing circuit was visually inspected. Results: visual inspection revealed that no spindle or spring had been assembled to the inspiratory water trap lid. A lot check could not be performed as no lot number was provided. Conclusion: the complaint device was out of specification as the operator had failed to assemble the water trap correctly at the sub-assembly station and this was not picked up during the inspection phase on the production line.

Event description:
A hospital in (B)(6) reported via our distributor that they found that a spindle and a spring were not attached in the water trap of an rt212 adult breathing circuit just after start of use. No patient consequence was reported.